Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 1.2mm x 12mm threader balloon catheter was advanced for dilation. However, the balloon ruptured at nominal pressure. The device was completely removed from the patient and the procedure was completed using a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a theader balloon catheter. There was blood in the inflation lumen. Microscopic examination of the balloon presented a pinhole in the balloon material over the markerband. There were no irregularities in the balloon material or the radiopaque marker that could have contributed to the damage. There were numerous hypotube kinks. The distal tip was damaged. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced for dilation. However, the balloon ruptured at nominal pressure. The device was completely removed from the patient and the procedure was completed using a different device. No patient complications were reported and the patient's status was good.